Event description:
Dr. Connected the anvil of cs29 and attempted to close the device. Cs29 would not go into firing range. Cs29 would not open using remote control unit; manual release was used. Anvil had to be cut out of colon; procedure was completed by doing lower anastomosis.